Event description:
Had a repeat c section, had a spinal done, before spinal was administered, doctor dropped his tray of equipment, then proceeded to numb the area, upon insertion of needle, I felt a very severe shocking sensation several times and had involuntary body movements as well. I made doctor aware of this, he still continued the procedure till he got it right. But upon the day of release, I started to have back pain, numbness and a stiff and sore neck. It got worse when I went home, been suffering with backpain and numbness in right leg, buttocks and toes ever since. Finally went to a doctor because pain would not go away, they found that I had a bilateral l5 pars interarticularis hairline fractures, never had a fall, never had an accident, no history of back problems or pain. My question is, if I did have a weakened pars, could a spinal needle have caused some type of displacement? Could it cause hairline fractures? Was this ever tested for? Is there any investigation regarding a problem like this. I believe it was a direct result of the spinal.